Event description:
The customer was having software issues with the 9800 system. The software was reloaded but the customer was unable to restore the configuration files. No pt injury was reported.

Manufacturer narrative:
The service rep restored the configuration files. The system operates as intended.